Manufacturer narrative:
The technician found a broken screw in the hex rod. The technician replaced the hex rod and adjusted the brake to repair the stretcher.

Event description:
Info rec'd indicates after the brake pedal has been placed into the brake position the stretcher still rolls.